Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and found that the system could be booted up normally at the review module, but the data and review monitors had black screens with green leds. Additionally the flexvision pc could be booted up with the hemo, intrasigen and mckesson modules, but no live or reference images were displayed in any of the presets from the xper module. Troubleshooting and analysis of the system log files indicated that the host pc had not started up, likely due to an empty battery or hard disk drive bay issue. Additionally, the ethernet cables at the eiso video adapters of the m cabinet had been swapped. The fse swapped the cables and rebooted the system. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power on. The device was not in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.